Event description:
It was reported that, "the above listed implants were removed due to subsidence of the femoral stem. They were replaced with a (B)(4) (lot mjh3te) collared securfit stem #9, (B)(4) (lot 34337701) biolox delta 40mm universal head and a (B)(4) (lot 33758702) universal c-taper adapter sleeve. The existing (B)(4) (lot mjh6n6) trident shell, (B)(4) dome hole plug and (B)(4) x3 insert remained in place."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.